Event description:
On (B)(6) 2012, the pt was treated with gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. The pt had multiple previous back surgeries which created very tortuous anatomy and a proximal neck angle of 90 degrees. The physician selected a gore excluder aaa endoprosthesis featuring c3 for use. The physician repositioned the device more than twice and turned the device within the sheath more than 360 degrees in each direction. On final positioning, the physician was not able to reconstrain the device and chose to deploy it where it was. After deployment, angiography showed a single flare from the proximal end of the device overlapping the ostium of the left renal artery. The physician then used a q-50 balloon and was able to move the gore excluder aaa endoprosthesis trunk-ipsilateral leg component down approx 4 mm which was enough to clear the left renal ostium. The pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs.